Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted zimmer's ref number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a avenir stem on unk date. Currently the pt is being monitored. It is stated that the pt is experiencing body rash and hives. The following statement was reported: "pt had a hip replacement about 8 months ago using model number: avenir stem. About a month or two later, pt broke out with what appeared to be hives, spreading slowly starting on his legs and now all over his body. Pt is being treated bu a dermatologist who has determine pt is allergic to nickel and a chemical used in hair coloring. Pt will be seeing an allergist in the next couple of weeks to see if they can pinpoint what may be causing this issue" pt's husband is questioning if any of the implanted products contain nickel.